Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had off no power alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated they did not receive a low battery alert prior to the off no power alert. Customer stated this was the second occurrence of off no power alarm without low battery alert. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No unexpected battery power loss anomaly noted during test.